Event description:
A patient's dds recommended they cease treatment due to developing tmj, along with several other dental and musculoskeletal issues. The following was also noted, infection, allergic reaction, blisters, gingivitis, sensitivity, mobility, compromised implant, discomfort, root resorption.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.